Event description:
It was reported to philips that the device alarms when disconnected from power source; confirmed battery ordered. The device was reported as being available for clinical use. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.